Event description:
It was reported there was a handle leak at the proximal end of the catheter.

Manufacturer narrative:
Functional testing of the catheter revealed the device passed pressure drop testing, ablation simulation testing and the rate test. Water was pushed through the catheter luer toward the tip using a syringe and did not come out through the catheter handle but passed through the tip as designed. The reported complaint could not be confirmed. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 12/28/2010. Date the initial reporter provided the information to the manufacturer: (B)(6)2010.